Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial number has been updated. Corrected information was provided in e1 (initial reporter title). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Received complaint on 12/2/2025 on patient with impella. No other information included in salesforce. Bedside rn reported loss of corneal, gag, and cough reflexes during midnight assessment. CT scan performed at approximately 0800 revealing large hemorrhagic stroke. Heparin drip discontinued once stroke was confirmed. Ptt within therapeutic range throughout course of impella support. Brain stem reflexes have continued to diminish throughout the day. Plan per medical team is to continue brain death testing for possible organ donation vs comfort care.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Patient information is unknown.